Event description:
The consumer reported using the product on her seven year old son. He wore the product for an unspecified amount of time around the knee area while sleeping. When the patch was removed, the consumer described a blister under the area worn. The consumer did not seek medical attention at the time of the incident and self-medicated the area with triple antibiotic ointment.

Manufacturer narrative:
The consumer stated she did not read the directions. The consumer used the product off-label using on a child younger than twelve. Additionally, the product was further used off-label as it was worn while sleeping. Since this a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.